Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR report number: 3006705815-2019-01505, 3006705815-2019-01506, 3006705815-2019-01507, 1627487-2019-04923. It was reported that the patient had an infection at the ipg and lead sites. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted. The patient is being treated with antibiotics.

Event description:
Reference MFR report number: 3006705815-2019-01505. Reference MFR report number: 3006705815-2019-01506. Reference MFR report number: 3006705815-2019-01507. Reference MFR report number: 1627487-2019-04923. Additional information obtained indicated that the infection was resolved.